Event description:
It was reported a physician performed kyphoplasty procedures on up to six cases in two hospitals where runny hv-r bone cement was observed. Runny cement was not injected into the patients. The operating room staff waited until it reached the doughy state or they discarded the material and opened a new bag. Some minor extravasations resulted, however, these did not lead to any complications. The operating room's temperature has always been 68-70 degrees c. The time it took mixture to get to the doughy state was 6 minutes. In most cases, only a partial bottle of monomer was used. No add'l info was reported.

Manufacturer narrative:
Device lot 25108 - only one case was confirmed for this lot. Device not returned, f/u with company representative.